Manufacturer narrative:
(B)(4). (B)(4). Indicator wheel failure. Eval summary: the analysis results of the device found that it was rec'd empty, locked out and the orange indicator did not show up completely. The device was disassembled; no anomalies were noted with the internal components and no clips were found inside the clip track. No functional testing could be performed to evaluate clip formation issues. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a sympathectomy procedure, the surgeon attempted to clip a vessel with the device, however, the instrument deployed closed clips. After the sixth attempt, the instrument fired correctly and the clips were used on the vessel with no further complications. Surgery was prolonged five minutes. There were no adverse consequences to the pt.